Event description:
It was reported that the delivery shaft was fractured. The 10mm x 2.0mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft got fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that the delivery shaft was fractured. The 10mm x 2.0mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft got fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. The shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.